Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room. During the implantation procedure, the capture threshold was high. The lead was replaced, and the patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.